Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleges patient had release of metal and metal ions in body tissue and blood; pain and limitation of movement after asr hip implant. Update 2/25/13 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: 2/21/2014 - sales rep reported revision surgery of the right hip. Patient was revised to address pain and metallosis. There is a doi discrepancy, but the doi on file matches the invoice, so it will remain. There is no new additional information that would affect the investigation. This complaint was updated on: 03/06/2014. Update rec'd 6/22/2015 - sales rep reported revision surgery of the left hip. Patient was revised due to recall. The stem and sleeve for both hips are being added due to previous allegations of elevated metal ion levels from litigation. This complaint was updated on 07/02/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).